Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that during procedure there was some difficulty in right atrial (ra) lead placement, but the lead was successfully placed. A post operative chest x-ray revealed that the ra lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.